Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate during the login. A field service engineer stated that the issue was initially believed to require eset and remote support service (rss) installation on the station. After consulting colleagues and inspecting the station, it was determined that no action was necessary, as the bio ID was functioning correctly. Eset was confirmed to be active and up to date (version 11). The station was fully accessible via rss remotely, and no further issues or repairs were needed. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the user was unable to authenticate during the login. The customer reported that the malfunction caused delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.